Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, unit data was successfully uploaded on to care link. No upload or download anomalies were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 540 mg/dl. The customer was treated with the manual injection. The troubleshooting was performed for high blood glucose. The customer alleges insulin pump was under delivering because, patient keeps getting high even though he was not eaten anything. Customer was neither in emergency room, nor admitted in the hospital, as a result of high blood glucose. The insulin pump will not be returned for analysis.